Event description:
Customer reported she was filling the reservoir and the insulin pump asked her to fill cannula. Then the device asked if she drops and the device would not let her move on from there.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.